Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients spinal cord stimulator click anchor had eroded. The patient underwent a procedure where in physician opted to open the midline incision and cleaned everything out, then physician closed the incision. The patient was sent home and was given antibiotics for precautions.